Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a17 (external ram crc error) and a21 (unexpected restart. A cold reset was performed). Blood glucose level was 72 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit passed the displacement test, self test and unexpected restart error alarm test. No unexpected external ram crc error or unexpected restart error alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.